Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the same noise was exhibited by the right atrial (ra) lead and right ventricular (rv) lead. The ra and rv leads both remain in use. No patient complications have been reported as a result of this event.